Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a (B)(6), male, pt, who used super poligrip original denture adhesive cream (B)(4) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included poligrip. On an unk date, the used super poligrip original at unk dosing. At an unk time after using super poligrip original, the pt experienced nerve injury, zinc high, copper low, pain, weakness, legs burning, leg discomfort, numbness of extremities, joint pain, bladder dysfunction, urinary dysfunction, and inability to walk w/o assistance. At the time of reporting, the events were unresolved. According to the legal complaint, the pt had been a purchaser and user of poligrip, which had been causing serious harm to the pt. The pt used poligrip for more than 15 yrs. In recent yrs, the pt began feeling ill and had symptoms that were described to him as neurologic. The pt was "being poisoned" by the zinc in poligrip. With doctors unable to offer him explanation or treatment for his worsening pain and discomfort, the pt developed profound neurologic symptoms involving pain, weakness, burning and discomfort in his legs, numbness in his hands and feet, joint pain, bladder and urinary dysfunction, and the inability to walk w/o assistance. Recently, the pt finally learned the connection between his health problems and poligrip, after he rec'd a letter from the (B)(6), advising him to look into "high zinc levels" as a possible source of his health problems. The pt discovered a study linking denture cream, specifically poligrip, to the neurologic problems he had been experiencing. Subsequent blood testing confirmed high zinc and low copper levels in the pt's blood. The pt now suffered from "profound and permanent neurological and other injuries attributable to his poligrip use" and was "unable to perform his normal, customary and daily activities." The pt was in need of constant care and assistance. The pt was now wheelchair bound. The pt reported his "injuries and disabilities" were a direct and proximate result of an actionable defect in the poligrip product he used.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).